Event description:
It was reported that: "humeral nail procedure. The teflon tubing fragmented into pieces in the patient's shoulder. The surgeon removed as much of the teflon tubing that he could locate. The surgeon was reluctant to use the same item for fear of this happening again, so he completed the surgery without it."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.